Event description:
The facility reported that the device overinfused during pt use with no pt injury or medical intervention required. The nurse hung a bag of lasix, which is used as a diuretic in the treatment of pulmonary edema. The rn stated that the bag emptied faster than it should have. There is no info regarding the rate or vtbi, on details regarding the pt. No add'l info.